Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement as the technician noted that there was a coil of wire. Boston scientific technical services (ts) referred the patient to the physician for further evaluation. As of this time, this ra lead remains in service. No adverse patient effects were reported.